Event description:
The customer's family member called to report that the customer was hospitalized for high bgs. The contact was not able to confirm the serial number of the pump. Also the customer's family member was unwilling to troubleshoot the pump or to provide any other information. A replacement pump was requested.